Event description:
It was reported that the left ventricular (lv) lead had high thresholds, and the output was programmed higher than necessary. At the next device changeout, the physician elected to decrease output and keep the lead in use rather than extract and reimplant. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead was capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk ICD, implanted: (B)(6) 2008; 432-03 intermedics lead (B)(6) 1993. (B)(4).